Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine dose and concentration not reported via an implantable pump. On (B)(6) 2020 it was reported that a while ago, probably a year ago the patient got an overdose of morphine because the healthcare provider had injected the patient in the pocket area instead of inside the pump. The reporter had no further information regarding the event.